Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing leg weakness. CT scan revealed a hematoma. The physician believed that the hematoma was not device related and that any back surgery can have it as a complication. The patient underwent a revision wherein the physician relieved the blood. The site was opened, cleaned out and was closed. The patient was doing well after the procedure.